Event description:
Our rep. Is reporting to us that during an arthroscopic knee procedure the surgeon observed metal filings falling into the joint space with the use of a femoral aimer. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received and evaluated 3 devices. The complaint talks about metal debris emanating from an anteromedial femoral aimer, 6.5mm, however, besides receiving a 6.5mm we also received 5.5mm and 7.5 mm anteromedial femoral aimers. All 3 were reviewed visually for any obvious signs of damage or any anomalies which may have been contributory to the issue; no damage and no anomalies were noted. Further, the devices were physically inspected for conformity to "aimer angle", i.e. 6.5mm offset is 6.5mms. All 3 devices measured well within their respective ranges; 6.5 is 6.5, 5.5 is 5.5 and the 7.5 is 7.5. We cannot discern the root of the reported metal debris. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek received and evaluated 3 devices. The complaint talks about metal debris emanating from an anteromedial femoral aimer, 6.5mm, however, besides receiving a 6.5mm we also received 5.5mm and 7.5 mm anteromedial femoral aimers. All 3 were reviewed visually for any obvious signs of damage or any anomalies which may have been contributory to the issue; no damage and no anomalies were noted. Further, the devices were physically inspected for conformity to "aimer angle", i.e. 6.5mm offset is 6.5mms. All 3 devices measured well within their respective ranges; 6.5 is 6.5, 5.5 is 5.5 and the 7.5 is 7.5. We cannot discern the root of the reported metal debris. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder procedure the surgeon observed metal filings falling into the joint space with the use of a femoral aimer. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient.